Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia and cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician used multiple devices during the procedure: a spectranetics 11f tightrail sub-c rotating dilator sheath, a spectranetics 11f tightrail rotating dilator sheath, and a spectranetics 16f glidelight laser sheath. While working to remove the ra lead using the 16f glidelight, progress was being made in the vasculature, but when lasing was occurring in the superior vena cava (svc)/ra junction, the ra lead came free and the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. A perforation was discovered in the svc/ra junction. Repair was successful and the rv lead was removed surgically after the repair. The patient survived the procedure. This report captures the 16f glidelight in use when the svc/ra junction perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient weight unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.